Manufacturer narrative:
Concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 531-20-00 - shldr gps rvrs drill kit. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), 320-31-36 - glenosphere, 36mm. (B)(6), 320-35-03 - small posterior augment glenoid plate, left. (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0. (B)(6), a10012 - gps implant kit v2. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a 70 yo female patient, who had a right tsa, underwent a revision procedure approximately 4 years post the initial procedure. Infection was clearly present to the surgeon removed all the implants, debrided and irrigated, and implanted an antibiotic spacer and beads. The patient had undergone a surgical procedure the day before and infection was clearly present. The surgeon brought her back in the following day to put in the spacer. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-ray was provided. The explanted devices are not available for return as they were kept by the hospital. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.